Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. It was noted the patient has multiple morphologies. The s-ICD has always been programmed to primary sensing vector. Technical services (ts) recommended turning smart pass on and consider elevating rate to select the most stable rhythm and capture reference subcutaneous electrocardiogram (s-ECG). Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.